Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her right knee replaced on (B)(6) 2022. She then fell and busted open her incision site. During this procedure, the surgeon washed out the patient's knee (joint) and replaced her primary attune tibial insert with a sterile replacement insert of the same size and thickness. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right knee.